Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump alarmed as the prefilled cassette had depleted early by about 9 hours. The patient does not know how long it ran empty. The suspected medication was a remodulin 1mg/ml, manufactured by united therapeutics with dose of 37.4 ng/kg/min via continuous frequency intravenous route. There was patient involvement and the patient experienced diarrhea and exhaustion.

Manufacturer narrative:
H2) correction: d10 updated. H4 corrected to be "no information".

Manufacturer narrative:
Device was not returned for analysis. No event history log provided. Product not returned. No evidence provided for review. No previous repair was noted for the last 12 months. Based on the review of information provided from the customer we are unable to determine a probable cause as the device was not returned for evaluation. Unable to confirm complaint as no device was returned.